Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that after the tubing was placed into the pump, the tubing separated and the medication spilt onto the pump and clinician's hands while connected to a patient. The tubing was clamped and a new infusion set was used to infuse the remaining medication, approximately 30ml of medication lost. There was no harm.